Event description:
It was noted that about a year later, the right ventricular (rv) lead again had t-wave oversensing. Sensitivity adjustments were again suggested and the lead remains in use.

Event description:
It was reported that the lead was oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the lead was not returned for analysis. However, performance data collected from the device was received and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.